Manufacturer narrative:
Investigation completed software/firmware contributed to event.

Event description:
A medtronic rep reported that the site could not get consistent green status on the passive planar blunt probe. It was also stated that they were able to complete a successful tracer registration using an ent registration probe, but when they checked the accuracy, the probe was navigating around 1 cm inaccurate to the left. The surgeon decided to proceed with the case without using the navigation equipment. The case was successful and there was no pt impact.